Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. The sample associated to this report is currently in transit to the manufacturing site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The customer reported air would leak 2 hours after the beginning of use. The cuff was deflated. Prior to use inspection had been performed. The pt was re-cannulated with another unspecified tube.